Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a hip arthroplasty, the locking ring came off of the constrained liner very easily. An alternate liner was used.

Manufacturer narrative:
The constrained liner and locking ring were returned for review. The two components were returned assembled, and could not be disassembled by hand. Visual inspection of the ring and liner shows damage on the locking tabs, notches and boss. Dimensional analysis of the liner and ring were conforming to print specifications where measured. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported device was used for treatment. Review of complaint history for the part/lot combination of the reported device identified no additional complaints. It was confirmed that the device were not used in an approved and compatible combination. Follow up information stated that patient was implanted with a competitor stem and head. This is considered off label use. Relevant medical history and adherence to rehabilitation protocol are unknown. It stated in the follow up that the surgeon assembled the liner onto the head before placing it into the shell. This is considered misuse, as the liner and shell must be assembled together before the system is reduced. With the information provided, misuse of the liner, and an off label construct likely contributed to the inability to lock the head and liner.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Received, but not yet evaluated.